Manufacturer narrative:
The device has been received for analysis, however a failure analysis of the complaint device has not been performed as of yet. Upon completion of an analysis,if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
A visual examination of the returned device found that the trip wire was properly cinched into the handle slot. The trip wire was also wound around the drum, indicating the handle had been turned to deploy the bands. The deployment thread with 7 knots was intact and attached to the distal end of the trip wire, indicating am attempt was made to deploy all 7 bands. In addition, it was noticed that there was damage to the teeth on the ligator head. Functionally, the handle knob was able to turn to take up slacks and there was an audible click heard at each complete turn. The force applied to the teeth may have exceeded the design limitations. If the teeth become deformed, the teeth will allow the knot to be pulled from the ligator without deploying the band. Once one band is not properly deployed, the subsequent bands will not deploy properly. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used during a variceal banding in the esophagus, performed on (B)(6), 2010 (patient's weight is unknown). According to the complainant, during the procedure, the bands on the ligator head were twisted and they would not deploy properly. Five out of the seven bands were deployed but only the first band deployed properly and stayed on the varice. The bands were left inside the patient with no harm to the patient. The case was completed with another speedband superview super 7 multiple band ligator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used during a variceal banding in the esophagus, performed on (B)(6) 2010 (patient's weight is unknown). According to the complainant, during the procedure, the bands on the ligator head were twisted and they would not deploy properly. Five out of the seven bands were deployed but only the first band deployed properly and stayed on the varice. The bands were left inside the patient with no harm to the patient. The case was completed with another speedband superview super 7 multiple band ligator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.